Manufacturer narrative:
Additional suspect medical device components involved in the event: model: ons-2138-70, serial/lot: (B)(4), description: ons precision 70 cm lead. Model: ons-2138-70, serial/lot: (B)(4), description: ons precision 70 cm lead. Model: ons-3138-55, serial/lot: (B)(4), description: ons precision 55 cm ext. Model: ons-3138-55, serial/lot: (B)(4), description: ons precision 55 cm ext.

Event description:
A report was received that patient experienced a loss of effectiveness from the stimulator. Patient underwent an explant procedure to remove the implanted device. No further information has been provided.

Manufacturer narrative:
Product investigation for ons-1110 serial number (B)(4) was unable to confirm the reported allegation with testing of the product. Product investigation for ons-2138-70 serial number (B)(4) showed that the lead was clean cut during the explant procedure. This type of damage is a result of a typical explant procedure and it is not considered a failure. Additionally, there are two open cables between contact number 8 and the retention sleeve of the proximal end. Since there is no complaint about open contacts or high impedances, damage most likely occurred during the explant procedure. Product investigation for ons-2138-70 serial (B)(4) was unable to confirm the reported allegation with testing of the product. Product investigation showed that the lead body was cleanly cut. This type of damage is a result of a typical explant procedure and it is not considered a failure. Product investigation for ons-3138-55 serial (B)(4) confirmed the reported allegation. The lead body was coiled as if the ipg had been rotated in the patient body. Most cables were fractured at the suture site that was the root cause of the complaint.

Event description:
A report was received that patient experienced a loss of effectiveness from the stimulator. Patient underwent an explant procedure to remove the implanted device. No further information has been provided.